Manufacturer narrative:
Visual analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the reported difficulty appear that the plunger may not have been fully depressed flush with the handle such that the posterior needle was not blown through the posterior foot. Initial tab engagement was made with the anterior needle; however, anterior needle and cuff tab disengagement likely occurred during plunger retraction. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6 - medical device problem code: code 2524 was removed and code 1142 was added.

Event description:
Subsequent to the previously filed medwatch report, returned device analysis was completed and additional information was received. Additional information was provided, indicating that a cuff miss [suture retrieval issue] was noticed. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a cardiac catheterization interventional procedure using a 6f sheath. Reportedly, the suture did not advance. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.